Event description:
Event description guidant received information that this implantable lead displayed noise on the rate/sense channel causing many non-sustained episodes over a 12 hour period, one week post implant. The noise is intermittent and is both of high and low amplitude and appears to be rhythmic and clean. The lead measurements are normal and no inappropriate therapy was delivered. Pacing inhibition did occur, however patient is not pacer dependant. The noise could not be reproduced.